Event description:
Distributor reported an alleged false negative result with the triage cardiac panel, troponin I (tni)=0.28 ng/ml vs. A positive result with the elecsys 2010 roche troponin t at 2.1. Patient presented with chest and left arm pain. He was seen in the clinic at emergency department, his initial diagnosis was iam (foreign acronym for acute myocardial infarction). Cardiac massage and electroshock performed; he was admitted in uci (spanish acronym for intensive care unit) with iam diagnosis, he died approx one hour from admission. The patient died few minutes after they obtained the results from emergency. A sample serum was processed by "electroquemiluminiscent" (elecsys 2010 roche) which gave positive results. He had the first infarction at home, the second one in emergency and third one he died.

Manufacturer narrative:
Original evaluation of complaint had determined no malfunction since a tni value of 0.28 ng/ml would be considered a positive result, however, it was learned that the user had established a reference range for their population (as recommended in labeling) of 0.4 ng/ml as a positive result. Customer complaint could not be confirmed as false negative because no specimen was provided. Complainant concerned with differences between tni value of 0.28 ng/ml (tni > 99th percentile but below mi cut-point established via roc analysis) and tni of 2 ng/ml, a result considered positive for mi. The triage result was above the reference range reflecting the presumed presence of tni. Reagent lot expired at time of complaint report; unable to verify calibrator recovery. No dropout values noted in review of calibrator I through z at calibration and release. Issue not confirmed.